Event description:
Nine years postoperatively, echocardiogram and catheterization were performed due to moderate aortic insufficiency. At explant, the valve had a large tear in one cusp with two small perforations in another cusp. The valve was explanted and replaced with a spa-101-27. It was reported the pt had an uneventful recovery and the surgeon did not have any concerns regarding the valve's performance.